Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported " ...for unknown reasons left mammary soreness began...ultrasound showed suspected left implant integrity loss. MRI revealed left implant intracapsular rupture.". Device remains implanted.